Event description:
A malfunction alarm occurred, identified with code malf 0, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully completed the reset without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if any issue reoccurs.